Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited 2 episodes of myopotential oversensing, which resulted in inhibition of pacing. The atrial and right ventricular lead measurements were reported to have been within normal limits. The patient was reported to have been asymptomatic and the device was reprogrammed to least sensitivity.